Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) falsely indicates that there is no helium in the tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. Upon arrival, staff reported that helium level on display does not match what is displayed on cart gauge. The stm began inspecting the unit, and reported that the display was operating as designed. In addition, the stm stated that when rescue is removed from cart, rescue helium level is displayed properly on screen. When rescue is placed back into cart, the display properly matches main tank helium levels. The stm was not able to duplicate the problem. Further more, the helium regulator fitting that adapts the helium tank to cart was cleaned. The stm then calibrated both high and low helium transducers and ran all manifold leak checks. The stm calibrated the regulator to 30 psi. And replaced the safety disk that was due by hours. Subsequently, the stm performed a functional testing, and safety check to factory specifications. Unit passed all functional, and safety tests per factory specifications. The iabp was returned to customer, and cleared for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) falsely indicates that there is no helium in the tank. There was no patient involvement, and no adverse event reported.